Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Male consumer via e-mail stated that his oral-b toothbrush head kept shooting off and the device was broken. No injury was reported.